Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the placement of a shunt, the lead integrity alert (lia) triggered. The right ventricular (rv) lead began to exhibit noise, an increased sensing integrity counter (sic), and varying impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.